Manufacturer narrative:
(B)(4). Concomitant medical products: 010000589 comp rvrs 25mm bsplt ha+adptr 638330, 115394 comp rvs cntrl 6.5x20mm st/rst 553970, 180553 comp lk scr 3.5hex 4.75x30 st 466980, 180552 comp lk scr 3.5hex 4.75x25 st 977410, 180551 comp lk scr 3.5hex 4.75x20 st 992710- qty 2, 00434901613 humeral stem 16 mm stem diameter 130 mm stem length sterile, product do not resterilize 64008795, 00434903603 poly liner plus 3 mm offset 36 mm diameter 63842348. The complaint is under investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a initial shoulder arthroplasty and the glenosphere was disassociated two days post operative. No additional information was provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this product did not contributed to the reported event and hence the initial report needs to be voided. This event will be reported on 0001825034-2019-00458.

Event description:
No additional information is available to report at this time.